Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician damaged cable/cord/wiring was found due to improver handling. During service, technician found faulty motor, faulty control system/malfunction and worn hose. During service, technician found error code e2 for handpiece lock engaged displayed.

Event description:
Customer reported deviced did not function.